Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels since the insulin pump's settings were changed by her doctor. Her blood glucose level was low after her meals and after boluses. The customer is legally blind. Her lowest blood glucose level was 49 mg/dl. The customer's current blood glucose level was 68 mg/dl. The device was not returned.